Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital with chest pain a day after implantation, lead perforation was observed. Declined sensing amplitude and increased capture threshold were observed on the atrial channel. Both leads were repositioned. The patient had blood removed from the pericardium through pericardiocentesis. The patient condition was stable. The patient will be followed normally.